Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The reported patient effects of pain and pseudoaneurysm are listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using two proglide devices with a 6f sheath relative to an aorto-left femoral runoff interventional procedure using the antegrade approach on (B)(6) 2019. Reportedly, the sutures did not capture the artery. The whole suture came out when the plunger was removed on both proglide devices. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. On (B)(6) 2019, the patient presented with back pain. An angiogram was performed and a femoral pseudo aneurysm was found. The patient was treated using a contralateral approach to place a covered stent. No additional information was provided.